Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance, leading to eri.

Event description:
It was reported that the device triggered elective replacement indicator (eri) within five years of implant with almost no pacing. The eri was questioned to be due to high battery impedance and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.